Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5091691 that a female patient underwent a breast surgery with two unspecified saline implants and suffered several unexplained systemic symptoms, including multiple health problems and symptoms related to breast implant illness, anxiety, depression, 20 years of digestive and intestinal issues, ribcage pain, insomnia, bruising problems, and joint pain. The patient has been experiencing some of the symptoms , digestive and intestinal issues, for the last 20 years. The patient stated that in 2009 her surgeon informed that there was no reason to replace her implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the right prosthesis.